Event description:
One of the anchors caused the lead to move. It was knotted in the patient's back. The lead was rerouted approximately 10 months after initial implant. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.